Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incontinence correction gynecological surgical procedure in 2009 and mesh was implanted. It was reported that the patient experienced urinary tract infections and pain. No additional information was provided.